Event description:
It was reported that the pump became hot to the touch and moisture was visible behind the display lens. There was no report of bodily harm due to the temperature of the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Investigation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours without evidence of overheating. The complaint of heat could not be verified or duplicated. Upon examination, the pump was found to exhibit corrosion on internal components. Moisture ingress was due to the display lens leak that was found during eval. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery and / or waterproof feature of the pump.